Event description:
It was reported that this patient with a pacemaker system experienced pectoral stimulation when right ventricular automatic threshold (rvat) testing was performed post implant. Technical services (ts) was consulted and provided troubleshooting options and recommended getting x-rays. The x-rays confirmed the pin was not fully inserted into the header. The device was programmed at a fixed output of 3.5v @0.4ms as there were no observations of pectoral stimulation. Ts recommended a lead revision to fully insert the right ventricular (rv) lead if lead under insertion is confirmed. At this time, the device remains in service. No adverse patient effects were reported.